Manufacturer narrative:
Evaluation summary will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced for an unknown reason. It was further reported that high thresholds were noted on the lead. The lead was explanted and replaced. The replacement lead was suspected to have tissue in the helix it was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted no tissue on the helix at time of analysis. If information is provided in the future, a supplemental report will be issued.